Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Update: the reason for revision was ¿poly wear.¿

Manufacturer narrative:
Reported event: an event regarding wear, instability and dislocation/subluxation involving a triathlon insert was reported. The event of wear was confirmed through material analysis of the returned device. Review of the provided medical records also indicated malposition of the femoral component which was confirmed through x-rays. Instability and dislocation/subluxation were not confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). This inspection indicated: damage was observed on the distal and anterior surfaces of the insert which is consistent with the explantation process. Backside impressions on the distal surface of insert are consistent with contact against a tibial base plate. Damage was observed on the articulating surface of the insert which is consistent with contact against the femoral component. The damage present on the articulating surface is consistent with burnishing and scratching these are common damage modes of uhmwpe. Damage consistent with delamination and material loss due to articulation against the femoral component was observed on the posterior portion of the medial condyle. A material analysis has been performed. The report concluded:the damage present on the posterior portion of the medial condyle was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing and scratching; which are common damage modes of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: revision surgery was performed for reported "poly"wear. X-rays showed varus (with marked thinning of the medial compartment ) and posterior subluxation. The primary knee had significant posterior placement of the femur with notching. Severe wear at the 5 year point in the longevity of the x3 polyethylene is highly unusual. Pcl failure or other cause for knee instability cannot be ruled out as an etiology for revision. A more detailed history and clinicial information may provide better insight into the nature of the knee progression relative to instability. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: an event regarding wear was reported. A material analysis has been performed on the returned device. The report concluded:the damage present on the posterior portion of the medial condyle was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing and scratching; which are common damage modes of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. A review of the provided medical records and x-rays by a clinical consultant indicated: revision surgery was performed for reported "poly"wear. X-rays showed varus (with marked thinning of the medial compartment ) and posterior subluxation. The primary knee had significant posterior placement of the femur with notching. Severe wear at the 5 year point in the longevity of the x3 polyethylene is highly unusual. Pcl failure or other cause for knee instability cannot be ruled out as an etiology for revision. A more detailed history and clinicial information may provide better insight into the nature of the knee progression relative to instability. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Update: the reason for revision was ¿poly wear.¿